Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia/hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient while wearing the pod for 4 to 24 hours on the arm they noticed that the adhesive was loose while showering. The pod eventually fell off, therefore, dislodging the canula. Overnight they had high blood glucose levels reaching 247mg/dl this morning. The patient stated that they gave themselves a correction bolus of 20 units of insulin but overcorrected resulting in the low blood glucose levels of 47 mg/dl. Patient started to have tremors and had perfuse sweating. Patient went to the doctors where they were treated with glucose gel and soda.